Event description:
It was reported that the atrial lead exhibited sensing less than 0.2 mv and high threshold of greater than 5 v due to lead dislodgement, which was confirmed under fluoroscopy. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.